Manufacturer narrative:
Device analysis summary: the protégé everflex self-expanding peripheral stent system was received for evaluation. No ancillary devices or cine images from the procedure were received. The protégé stent delivery system, (sds), was received with approximately 1.5 stent rows exposed and flowered. Clear fluid was note d within the stopcock tube. The sds was received with the safety locking pin tight and a kink in the catheter just distal of the manifold printed strain relief. The deployment paddles were received 170mm apart, (163.0mm to 171.0mm). Approximately 9mm of the 150mm stent were exposed and flowered. A 20cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the sds. A 20cc water filled syringe was attached to the stopcock luer lock and the annual spaces of the sds were flushed: clear fluid was observed exiting the distal end of the outer sheath. A 0.035¿ compatible guidewire was loaded through the sds distal tip and navigated out the sds proximal hub luer lock. The guidewire loaded sds was placed within a deployment apparatus and deployed. The maximum peak deployment force was 1.29 lbs, (less than or equal to 3.0 lbs). The stent and inner distal assembly were examined: no abnormalities or deformities were noted. The inner distal assembly was cut just proximal to the stent retainer to allow further examination of the stainless steel hypotube. A set of witness marks from where the safety locking pin engages the stainless steel hypotube were noted approximately 24mm and 26mm proximal of the distal end of the stainless steel hypotube. The safety locking pin was properly torqued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protégé everflex device with a non-mdt 6fr sheath and non-mdt 0.035 guidewire for treatment of a 30mm slightly calcified cto (chronic total occlusion-100%) lesion in the patients mid superficial femoral artery(s fa) of diameter 6mm. Embolic protection was not used. The vessel was reported to be slightly tortuous. IFU was followed with no issues noted. The lesion was pre-dilated with a 5x150mm device. After crossing the lesion, a stent was placed. Upon attempting to place a second stent, resistance was met when the stent and guidewire were passing through the sheath. Excessive force was not used. The guidewire would not pass. The physician then attempted to remove the stent but it was unable to be withdrawn. The stent and guidewire were then withdrawn together. It was observed after withdrawal that part of the stent (150mm) had released. The guidewire was passed through the lesion again and a new stent was used to complete the procedure. No patient injury reported.